Event description:
It was reported that the buttons on the doghouse of the 9600+ system are not working. It was noted that both sides of the doghouse were tried and none of the buttons were working. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.